Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level exceeded safe thresholds, resulting in the cgm displaying a "high" reading. To address the elevated blood glucose, the customer administered a correction bolus via the pump without requiring third-party assistance. The resolution involved resuming insulin use without changing supplies. Frequent and recurring occlusion issues were reported, and follow-up assistance was requested for further support.